Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The device was not returned for evaluation. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿this is a single use device. Do no resterilize any portion of this device. Reuse and/or repacking may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which lead to injury, illness, or death of the patient. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause the balloon to burst. Removal instructions: 1. Deflate balloon completely and withdraw catheter. 2, a) if catheterization is discontinued apply dry dressing to puncture side or b) if recatheterisation is necessary.¿ h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the suprapubic catheter sized 16ch was used on a patient. When it was time to change the catheter, the balloon did not deflate despite several attempts of flushing the catheter, adding some extra ml of sterile water etc. They pulled the catheter out of the patient with a fully inflated balloon without any patient injury. This event was occurred twice on the same patient but with two different biocath catheters 16ch - most likely from different boxes.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the suprapubic catheter sized 16ch was used on a patient. When it was time to change the catheter, the balloon did not deflate despite several attempts of flushing the catheter, adding some extra ml of sterile water etc. They pulled the catheter out of the patient with a fully inflated balloon without any patient injury. This event was occurred twice on the same patient but with two different biocath catheters 16ch - most likely from different boxes.